Event description:
It was reported this catheter was successfully placed. Approximately fifteen days post placement, it was noted under digital subtraction angiographic that the tip of this drainage catheter had detached and remained in the patient. The detached catheter segment was successfully retrieved in surgery. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, wtihout evaluating the device co is unable to determine if the device met its specifications. Co believes user technique, and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.